Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan (lfs) alleging the one touch ultra2 meter is giving an "apply sample" message. The complaint is classified based on the documentation of the customer care advocate (cca). The pt was unable to give a specified time and date of when the reported issue started. The pt stated that she developed symptoms of shakiness after the meter stopped working due to the "apply sample" message. The pt did not take any action in regards to diabetes treatment and did not require any medical intervention due to the reported issue. The pt was not tested on another meter at the time of concern. The reported issue was not resolved during training although it was confirmed that the correct technique for sample application was used and the test sample was drawn into the test area. This complaint is being reported because the pt allegedly developed symptoms, which can be suggestive of hypoglycemia after the reported began. Replacement products were sent to the pt.